Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient had an rfa procedure of the cervical spine where the rfa grounding pad was placed directly over the ipg, and the device was not placed into surgery mode. In turn, ipg was unable to communicate with external devices. Programmer displayed the error message "no generators have been added." Multiple attempts at troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.